Event description:
The complainant reported that a patient was implanted with an impella cp device for mechanical circulatory support. The patient developed a hematoma at the femoral access site. As a result of the condition coinciding with the need for prolonged therapy until a scheduled bypass surgery/CABG, the decision was made to explant the impella cp and place an impella 5.5 pump via the axillary.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Manufacturer narrative:
The investigation into the reported access site bleeding has been completed since the original report was filed. According to the clinical information provided, the root cause of the access site bleeding issue was most likely low patient act values.